Event description:
This report is being filed due to clip embolization. It was reported that on (B)(6) 2022, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. One mitraclip (cds0701-xtw, 20425r129) was implanted without an issue reported, reducing the mr to grade 1-2. Reportedly, the mitraclip functioned as intended. There were no adverse patient effects. On (B)(6) 2022, a single leaflet device attachment (slda) was discovered on the transthoracic echocardiogram (tte). The patient had felt troubled and experienced shortness of breath. The device was detached from the posterior leaflet. The mr was grade 3-4. On (B)(6) 2022, an additional mitraclip procedure was performed. The additional clip (cds0701-xtw, 20425r128) was placed lateral to the slda clip. The mr was reduced from grade 3-4 to grade 2. Later that night, the patient experienced shortness of breath. The additional clip had embolized and the leaflets were torn. The clip had lodged in the right coronary ostium. A snare was used to remove the embolized clip. In the physician's opinion, the leaflets may have ripped as tissue was observed in the clip, causing the embolization. On (B)(6) 2022, the patient went into surgery for a mitral valve replacement. No additional information was provided regarding this issue.

Manufacturer narrative:
The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported expulsion (ccd) appears to be related to the tissue injury. The embolism and subsequent dyspnea were due to the procedural condition of the expulsion. A cause for the tissue injury cannot be determined. Embolism, tissue injury, and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization, unexpected medical intervention, removal of foreign body, and surgical intervention were results of case specific circumstances there is no indication of a product issue with respect to manufacture, design or labeling.